Event description:
It was reported by the rep that (1) 578sd was used during a laparoscopic tube procedure. It was reported that the ring (seal) broke off in the pt and was removed with no pt consequence.